Event description:
It was reported that the patient has a left bundle branch block, enlarged left ventricle, and the vns device was switched off. The physician was inquiring into if there has been long term cardiac problems from prolonged stimulation. No additional or relevant information has been received to date.

Manufacturer narrative:
Unique identifier (UDI) #, corrected data: initial MDR inadvertently submitted the incorrect UDI number.